Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the delphin batteries in the battery module were not fully charged and were not charging. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr checked the power entry module fuses and charging assembly, all passed successfully. The fsr replaced the batteries. Preventive/corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The batteries were returned to the manufacturer for further evaluation.